Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and cracked case (battery tube). Device passed displacement test and self test. No unexpected pump error 23 noted during testing. However, device gave an unexpected partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post reset ram crc alarm. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that alarm was immediately after a battery change and error occurred more than once within 1 week after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.